Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels between 200s- 300s (mg/dl) since beginning pump therapy. Reportedly, the contact believes the pump settings are possibly contributing to the elevated bg levels. Pump boluses were delivered to address bg levels. Recommendation was made to consult with a health care provider to discuss diabetes management. Contact indicated they have been in contact with their provider and the pump settings have been adjusted.